Event description:
On (B)(6) 2005, the patient was implanted with two gore tag thoracic endoprosthesis to repair a 6.2cm thoracic aortic aneurysm. On (B)(6) 2012, the patient underwent a follow-up computed tomography angiography that revealed a possible distal type 1 endoleak with the aneurysm measuring 7.5 cm. On (B)(6) 2012, the patient underwent a reintervention where an additional gore tag thoracic endoprosthesis was implanted. After implanting the device, it appeared that the endoleak was a type ii, not a distal type I as originally thought. The physician has chosen to wait and watch.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.